Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg is inoperable. Troubleshooting was done and a connection could not be established. As a result, surgical intervention may be pending.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019. The patient has effective stimulation post operatively.